Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06615, 2938836-2019-06616. It was reported that the device was explanted due to possible infection. The patient had no complications and no problems related to the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.